Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient was sleeping and stated that her dexcom device did not alert her to her hypoglycemic state. That morning, the patient¿s husband attempted to wake the patient up and she was found to be unresponsive. Emergency medical services was called and once they arrived, the patient¿s bg meter reading was ¿below 20 mg/dl¿. No cgm value was provided at this time. Ems treated the patient with an unknown medication to raise her bg level. At an unspecified time after treatment, the patient¿s cgm value increased to 248 mg/dl. There was no documentation of the patient being taken to the emergency room. The patient was ¿fine¿ at the time of report. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.